Event description:
A report was received that the patient underwent a pocket revision due to pain at the ipg site. The physician relocated the pocket site slightly higher than the original location. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.